Manufacturer narrative:
This customer had previously reported modular chemistry (mc) sample crane or syringe errors. No incorrect results were generated. A field service engineer (fse) went on-site (B)(4) 2013 (a day prior to this event) and replaced the mc sample syringe drive assembly and the sample syringe due to the mc syringe drive motion errors. The instrument performed within specifications immediately after this part was replaced i.e. Qc on the mc side was in range. Bec customer technical support (cts) performed troubleshooting with the customer on the day of this event and customer found that the screws which hold the small metal boot at the bottom of the mc syringe assembly were not screwed in (the boot attaches to the syringe plunger, moving it up and down to aspirate sample). The customer reattached the screws which resolved the issue. Fse went on-site again later on that day ((B)(4) 2013) and noted that the customer had already resolved the issue. The customer has not called back to date to report any reoccurrence of this issue. The cause of this issue is attributed to hardware. The screws holding the boot of the modular sample syringe had come loose. Replacing and tightening the screws resolved the issue.

Event description:
A customer contacted beckman coulter to report multiple low modular chemistry results for multiple patient samples generated by an unicel dxc 800 synchron chemistry analyzer. The customer was alerted to this issue when they noticed all quality control results out of specifications low or zero. Customer did not provide qc data to bec for review. The customer indicated they reran 39 patients but only had to correct results for 12 of them. The customer provided printouts showing low results for 12 patients for sodium (na), potassium (k), total protein (tpm), albumin (albm), and phosphorus (phosm) that were higher upon repeat which are shown in the attachment. The customer indicated that the incorrect results were reported out of the laboratory and but they were not aware of any affect to patient treatment.